Manufacturer narrative:
(B)(4). Customer declined vent repair. Covidien service engineer (se) was not authorized to service the device. Therefore, the repair cannot be verified.

Event description:
It was reported that an 840 ventilator shuts down while in use on a patient. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.